Manufacturer narrative:
Unable to confirm the customer's fault, bearing and nose cone assembly corroded. Unable to perform the temperature test as the bur is not moving smoothly and bearing corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by hcp that pre-op, handpiece was getting heated/internal issue. There was no patient involvement.